Manufacturer narrative:
(B)(4).

Event description:
It was reported that a chest x ray confirmed this lv lead had dislodged. Impedance and thresholds were out of range with a loss of capture. The lead was programmed off until a revision scheduled for (B)(6) 2017. Revision procedure was successful. Post procedure impedance and threshold values were stable. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.